Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdomen pain and turbid drainage coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On the same day as onset, the patient began treatment with cefazoline (intraperitoneally, dose, frequency, and duration not reported) and ceftazidime (dose, frequency, and duration and route not reported) for peritonitis. Nine days after onset, the patient began treatment with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Treatment with cefazoline, ceftzidime, and vancomycin were ongoing. At the time of this report, the patient was recovering from the event and remained hospitalized. No additional information is available. This is report 3 of 3.